Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2014. The reported product is an unknown baxter minicap. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient (B)(4) and (B)(4).

Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. Treatment was not reported. The cause of the peritonitis was unknown. On an unreported date during the same month as receipt of this report, pd therapy was discontinued and hemodialysis was started. At the time of this report the patient remained hospitalized and was not recovered from this peritonitis event. No additional information is available. This is report 3 of 3 involved in this peritonitis event.